Event description:
It was reported that the customer had an issue with the sensor not adhering. Customer stated that the tape was causing her skin irritation and that it was burning her skin. Customer's blood glucose level was 50 mg/dl. Troubleshooting was offered, but customer stated that she was not currently wearing the sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.